Manufacturer narrative:
On (B)(6) 2015, the customer performed troubleshooting with a zoll technical support representative (rep). The zoll rep. Advised the customer to double check the lifeband by reseating it tightly and making sure that it clipped in properly. After doing this, the customer was able to clear the ua 12 message and get the autopulse to function properly. Therefore, the autopulse platform in complaint will not be returned to zoll for evaluation and a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the autopulse platform did not provide compressions. No specific details were provided. However, after the platform was brought back to the customer's logistic office to be evaluated, it was determined that the platform was displaying user advisory (ua) 12 (lifeband not present) messages during the patient event. No adverse patient sequelae was reported. No further information was provided.